Event description:
It was reported that during a supply change the user was unable to attach the tubing to the cartridge because a connector was not in use, resulting in a fitting problem with the connector/coupler; the agent identified the missing connector from a photo, provided guidance, the user obtained the connector, and insulin delivery resumed successfully using the user¿s infusion set. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included information provided by the user. Investigation of this case revealed a mechanical issue related to a fitting problem at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.